Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent sound issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the pump powered on with no audible tones. The vibratory alarm functioned properly. The pump was opened and a cracked solder connection on the audible alarm circuit was observed. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.